Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that for the past two days, she has heard "beeping" from the patient's device. The wife is pending a call back from the physician. The device is still in use. No patient complications have been reported as a result of this event.